Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced erosion of mesh into the small intestine, dense adhesions of the mesh to the bowel, small bowel resection due to failure of the mesh and fistula. Post-operative patient treatment included debridement of wound and mesh and placement of wound vac.